Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in patient experiencing a low. Dexcom technical support spoke with patient directly on (B)(6) 2014. Patient relayed picking apples from an apple tree to make an apple pie, then reported stepping on a wet branch and fell to the ground. Patient thinks he passed out, woke up and went to the house to clean up. Patient has alert set to vibrate only and does not remember getting a vibration. Patient advised they have difficulty hearing. Patient's bg level was reported as 42 upon going into their house. Patient then ate some food. Patient advised of scrape from arm pit to elbow from tree branch when falling. At the time of the call to dexcom technical support, no medical intervention or other injuries were reported. Patient reported current condition as feeling fine.

Manufacturer narrative:
(B)(4).